Event description:
This lead dislodged into the atrium, resulting in oversensing of a-fib and the delivery of multiple inappropriate shocks. Loss of capture was also noted. This lead was explanted. Should additional info become available, this event will be updated.